Event description:
It is reported that the pt was revised due to a loose femoral stem.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report was originally submitted under MDR# 1822565-2011-01851 when the item & lot number was unk. Once this info was received it was found that this device was manufactured at another manufacturing site. Eval summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.